Event description:
The manufacturer received information alleging a "service required" alarm condition indicating a pressure sensor mismatch occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition indicating a pressure sensor mismatch occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.